Manufacturer narrative:
(B)(4).

Event description:
(Os 17.555). The dentist reported a month after the dental implant was installed in the patient's mouth, it was verified its non osseointegration. Twenty ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii) and bone graft was executed.